Manufacturer narrative:
The exact lot number for this device is unknown. There are three different potential lot numbers; 2021020787, 2021060775, and 2021061099. The manufacturing and expiry dates for each of these are as follows: 2021020787: manufactured date: 17-feb-2021, expiration date: 17-feb-2024; 2021060775: manufactured date: 16-jun-2021, expiration date: 16-jun-2024; 2021061099: manufactured date: 23-jun-2021, expiration date: 23-jun-2024. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a vc2 atrial caval venous cannula, it was reported that after regular weaning from extracorporeal circulation the terminal part, the swirl tip of the cannula detached and remained in the right atrium. It was then removed manually by the surgeon through a partial re-opening of the right atrium. The device was replaced to complete the procedure. There was no reported patient impact associated with this event. Medtronic received additional information that the cannula had been in use for approximately 2.5 hours when this issue occurred. No clamps or sutures were placed at the disconnection location.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tip is separated from the device. Reason for return was confirmed. Additional inspection of the tip/basket are under magnification found that it appeared there is little to no solvent for a secure bond in that area. Conclusion: complaint is confirmed for cannula tip separating from cannula body. This complaint was the result of a manufacturing issue at the contract manufacturer, as the cannula tip was inadequately bonded to the cannula body. The device history record could not be reviewed as no lot number was provided. Complaints received for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.